Manufacturer narrative:
Follow-up # 1 date of submission 4/16/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/21/2017 with the following findings: during testing, the vibratory and auditory tones functioned properly. The original complaint about an audio tone/vibration issue was not duplicated during the investigation. The pump was opened and there was no damage found to the piezo or the piezo contact pads. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. .

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue; the pump beeps and vibrates every five minutes without a known cause. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.